Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that there was an error message on the architect i1000sr instrument for a reagent carousel error. While performing troubleshooting and looking at the gaps in the rsm, liquid splashed on the customer¿s face. The customer was wearing gloves and glasses. The customer washed with water and did not require any treatment. No impact to patient management was reported.

Event description:
The customer stated that there was an error message on the architect i1000sr instrument for a reagent carousel error. While performing troubleshooting and looking at the gaps in the rsm, liquid splashed on the customer¿s face. The customer was wearing gloves and glasses. The customer washed with water and did not require any treatment. No impact to patient management was reported.

Manufacturer narrative:
A customer was splashed on the face while troubleshooting a reagent carousel error generated on the architect i1000sr processing module serial number (B)(6). She was wearing gloves and glasses but no face shield at the time of the splash. The arc probe (08c94-42) was found to be bent and the cause of the splash. The arc probe was replaced and calibrated. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the complaint. A review of tracking and trending did not identify an increase in complaint activity for both the architect i1000sr processing module and the arc probe with regards to the reported event. A review of the manufacturing documentation did not identify any issues as it relates to the arc probe and reported event. Labeling was reviewed and was found to address the reported event. Based on the available information, no systemic issue or deficiency was identified.